Event description:
The accounts gi technician alleged they put the siderail up and then heard the siderail slam down, after she went to close out her chart. She saw the patient tumbling out of stretcher head first. After the fall, they inspected the siderail and noticed the screw was loose at the base of the siderail right head side. They raised the siderail and it locked and stayed locked. The patient was taken to the hospital and received x-ray's. The patient was admitted to another hospital with skull and rib fractures and a black eye.

Manufacturer narrative:
The hill-rom technician stated, another technician found the bottom screw on the siderail latch was loose, but the siderail would still latch. The technician installed locktite and tightened the screw. The hill-rom technician stated he inspected the stretcher, and it is operating as designed.